Event description:
During routine testing of the device at the service center, the user reported the central control monitor screen remained dark and would not power-up. The monitor was originally returned for repair due to a failure to function when the power-up failure was found. Since the event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.